Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Pump supplies were changed and insulin delivery was resumed. Blood glucose (bg) was over 500 mg/dl and manual injections were administered to address bg. As the pump supplies were changed, tandem technical support was unable to determine a cause of the occlusions.